Event description:
It was reported that patient experienced an infection at the ipg site. As a result, the patient was administered oral antibiotics to address the issue. The infection has resolved.

Manufacturer narrative:
Date of event and patient's weight is estimated.